Event description:
The customer reported having issue with the battery alarm. The battery does not have direct contact. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.